Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation, however images were supplied for review. The review of the images has not been completed at this time. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent posterolateral fusion with t9 to l3 segmental instrumentation, open reduction of fracture, and laminectomy for decompression after being brought to the trauma center post motor vehicle accident (unrestrained driver, rollover, ejected). Examination showed t12 complete sensory level, complete paraplegia, and no voluntary tone noted on rectal exam. Three weeks post-op the patient presented to the hospital with drainage from wound and bacteremia. Pus was noted all the way down to the spine. The patient underwent irrigation and debridement procedures 3 weeks, 4 weeks, and 5 weeks post-op. A wound vac was placed at the time of the second debridement. The patient had negative blood cultures and was afebrile x 48hrs. At the third debridement, the wound was found to be clean, no pus. The vac was removed and the wound closed primarily. After wound closure, the patient had a re-accumulation of infection. The patient was taken back to the o.r. 4 days after the last debridement for another debridement and replacement of wound vac. Some 8 weeks post-op, during an office visit, the patient reported complaints of back pain. Surgeon noted the wound was finally healing. Complete paraplegia. Patient was still in brace 2 months post-op. X-rays were attempted in office. Some 12 weeks post-op, the patient underwent a t12 posterior vertebrectomy. The fusion was extended up to t5 and down to l5. 7.5mm ha coated screws placed at l4 and l5. Some 15 weeks post-op, the patient noted pain slightly improved. The incision appears to be healing. X-rays taken don't show lower part of the construct. The patient continues to smoke, maintains a poor diet and refuses to stay at rehab. Some 17 weeks post-op, the patient notes continued pain issues but is otherwise stable (is becoming a chronic pain patient). The wound is ok. Follow up 5 months post-op, the patient feels some popping and crunching in the back when transferring in and out of wheelchair. No other new issues noted. Follow up 6 months post op notes imaging shows lumbar set screws have popped off and rods have come out. In further questioning, the patient felt a pop in the back when having intercourse. Bone formation in and around anterior cage noted. No active infection noted. The surgeon elected to slow things down at this point and treat the patient's pain issues with pain management/interventional pain management. Some 10 months post-op visit notes pulmonary embolus- on coumadin. Wound vac on ankle for ankle decubitus. The patient is still smoking. The patient stopped seeing infectious disease (i.d.) In 5 months after original surgery. On an unspecified date, the patient underwent posterior hardware removal and debridement of l4-5 discitis. The patient was referred for close follow up with i.d. Follow up 12 months post-op notes the patient has a continued wound healing issue. Some skin and wound breakdown at the inferior aspect of her incision. The patient is having a plastic surgeon now help with the wound care. Wound vac replaced. Nutritional status continues to be poor. Follow up 13 months post-op notes the wound vac in place. Plastics recommending closing wound if patient's nutritional markers can improve. MRI shows worsening osteomyelitis and destruction of l3 and l4 despite IV antibiotics. Some 14 months post-op the patient underwent an anterior debridement of l3 and l4. Follow up appointment 15 months post-op notes that the patient is stable. Follow up 16 months post-op shows that the patient is stable, and that i.d. Is following infectious issues closely. As of 18 months post-op, the patient is maintaining alignment. The infection appears to be under control. The patient's health problems continue to be an issue and contribute to her depression.

Manufacturer narrative:
Multiple CT films document tragic story of patient who showed horrible judgment in personal healthcare, suffered catastrophic injury to t12 with fracture dislocation and total paraplegia. Despite the patient showing poor compliance over and over again, multiple surgical instrumentations were performed. Complications developed from intervention, wound infection, metal failure..etc. About implants t9-l3. Failure of soft tissue envelope, poor nutrition, chronic pain, poor outcome.